Event description:
As reported to coloplast, the sling arm broke during tensioning. The sling was not removed.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed.